Event description:
It was reported that a malfunction alarm occurred. There was no information about the impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.